Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion (plif) l3-4 for an indication of degenerative disc disease. It was reported that the inserter handle physically twisted while attempting to rotate the cage and did not allow the cage to fully rotate, twisting 45 degrees. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4): a24000000 lot# 21j0466 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the instrument. This report is being submitted as part of remediation activities associated with CAPA pr 722573. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.